Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump was exposed to a temperature change prior to the alarm. Tandem technical support educated the customer on temperature changes. In addition, it was reported that a temperature alarm occurred while the pump was within labeled recommended temperature. Customer's blood glucose level as 204-220 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.